Event description:
It was reported by the patient that she underwent a hysterectomy in (B)(6) 2012 and suture was used. The patient has experienced pain and an acute vaginal bleed in (B)(6) 2012 and had a second procedure to repair the vaginal bleed and remove some of the undissolved suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.